Event description:
Customer reported that active insulin shows on status screen although customer has never taken a bolus with the pump. Checked bolus history and last bolus was given on the (B)(6). Customer has started using pump today the (B)(6) time and date correct in pump. Advised discontinuation of the insulin pump. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The pump was programmed with multiple boluses and was monitored. All the boluses were delivered and recorded properly in the bolus history screen. No unexpected bolus delivery anomaly was noted. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(2).